Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The log files retrieved from the returned controller showed the system operating as intended at the set speed. External power was disconnected and the controller was shut down, consistent with the end of support. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, infection, sepsis, right heart failure, bleeding, and renal dysfunction. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure and renal dysfunction on (B)(6) 2025. On (B)(6) 2025, the patient had symptoms of ascites and peripheral edema which required peripheral venoarterial (va) extracorporeal membrane oxygenation (ECMO) insertion. On (B)(6) 2025 the patient had the peripheral va ECMO removed and an external right ventricular assist device (rvad) implanted due to right heart failure. The patient had a major fungal infection characterized by positive blood culture from the external rvad skin penetration site on (B)(6) 2025 and driveline sepsis on (B)(6) 2025 that was treated with medical therapy. On (B)(6) 2025 the patient's fungal infection progressed to mediastinal and was treated with medical therapy. The patient also had major mediastinum, arterial, and venous cannulation site bleeding and was treated with more than 16 units of packed red blood cells (prbcs), reoperation, and argatroban. The patient had a major bleeding event from the left groin on (B)(6) 2025 that required between 4 and 8 units of prbcs and nafamostat. The patient also had wound dehiscence. On (B)(6) 2025 the rvad was stopped and clamped due to decreased flow rate from the external rvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2025.